Event description:
Patient presented with extremely diseased iliacs. The vessels were dilated prior to introducing the bifurcated delivery system. There was difficulty advancing the delivery system through the vessels. The device was backed out. Then 20fr dilators were run up, and the physician switched out the guidewire for a different one. The bifurcated device was implanted. On retraction, the delivery system tore the external iliac and the physician is unsure why. The tear was repaired and a retroperitoneal cutdown was performed to free up the delivery system. The physician post dilated to open up the stent graft, however, due to a bad pulse, a crossover femoro-femoral bypass was done. The patient is doing well.

Manufacturer narrative:
Returned device pending engineering analysis. Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.